Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during an arthroscopic rotator cuff repair procedure, the suture on the unit appeared to be loose. It was further reported that the surgeon used a mallet to insert the unit and the suture was tensioned using an inserter shaft. Upon removal of the inserter shaft, the suture appeared to be loose. The surgeon decided to cut the suture out and used an anchor from another manufacturer to finish the procedure. It was further reported that the procedure had to be converted to open in order to address the issue.